Event description:
It was reported that the subject device had broken on off switch. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reportable malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.